Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, error 106 was displayed on the carto system after the first ablation. The force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-dec-2024, the bwi pal revealed that a visual inspection of the returned device found a break in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿break¿ in the pebax area as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and the pebax broken. A screening test was performed and the device was recognized and visualized correctly; however, error 106 was displayed on the screen due to open circuits at the tip area. A microscopic examination of the peek housing was performed and excessive adhesive application on the wires inside the tip was observed. A manufacturing record evaluation was performed and no internal actions to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The potential cause for the open circuit could be related to the excessive polyurethane (pu) observed, however, this could not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; the instruction for use of the device contain the following recommendations: zero the contact force reading following insertion of the catheter into the patient. The tip electrode and all four ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Variations in the force reading at the same rate as the cardiac or respiration cycle may indicate contact with cardiac structures. When these markers indicate the catheter tip is not in contact, the reading can be zeroed. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force issues. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the broken pebax identified by bwi pal. Investigation findings: manufacturing process problem identified (c16), assembly problem identified (c1601) and open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the customer's reported force issue and open circuit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).